Event description:
The customer reported to olympus, the colonovideoscope had an error message occur. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign object clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to wear of angle wire the bending angle in up direction does not meet the standard value, due to wear of angle wire the play of upward/downward angulation control knob is out of the standard value, adhesive on the bending section cover has a chip, adhesive on the bending section cover has a crack, adhesive on the bending section cover has white-clouded area, due to clogging of nozzle the water removal ability does not meet the standard value, suction connector is dirty due to water leakage, control unit has discoloration, switch 1 has a scratch, switch 2 has a scratch, image guide protector has a scratch, universal cord has a dent, universal cord has a scratch, and the connecting tube has a scratch. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus. There were no delays in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes/sponges. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.